Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that a 2.25 x 18 mm rx xience prime stent delivery system (sds) was selected for the procedure. The sds was removed with no resistance felt from the hoop/coil and there was a little resistance felt during removal of the mandrel and stent protective sheath. After removal of the stent protective sheath it was observed that the proximal edge of the stent implant was broken. The sds was not used in the procedure. There was no reported clinically significant delay in the procedure. No additional information was provided.